Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 221 mg/dl. During a systems check with tandem technical support (cts) it was discovered pump supplies were being reused. Cts educated the customer on insulin/cartridge labeling. Reportedly, the customer changed pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.